Event description:
The dental implant fx4510swc was removed on (B)(6) 2017 due to failure to osseointegrate almost 2 months after implantation. The doctor indicated that periodontal disease and exfoliation may have caused the implant to be removed. The patient has no significant medical history and has been recovered without complications.